Event description:
It was reported that patient is having difficulty with his ipp pump. He is unable to pump because the bulb is too hard. Patient liaison addressed reboot and antistiction techniques with him and he will contact if he continues to have difficulty or has further questions. He had his original surgery in mi but is currently living in fl. He also asked for assistance in finding a prosthetic surgeon in his new area.

Event description:
It was reported that patient is having difficulty with his ipp pump. He is unable to pump because the bulb is too hard. Patient liaison addressed reboot and antistiction techniques with him and he will contact if he continues to have difficulty or has further questions. He had his original surgery in mi but is currently living in fl. He also asked for assistance in finding a prosthetic surgeon in his new area. Additional information was received. Patient liaison spoke with patient again regarding the ongoing issues with his device. He has seen dr. Bauer again who thinks he has a leak in his system. Physician wants to see him again to reassess and if he can not then he wants to take him back to surgery. Patient is concerned and wants to see another dr. For a second opinion. He is florida and is looking for a dr there. Patient will contact patient liaison with further information.